Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the lv (left ventricular) lead was damaged beyond repair due to electrocautery usage. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the proximal portion of the lead returned only. Analysis was performed, no conductor fracture or insulation breach in vivo was observed. There appeared extrinsic damage at conductor ends and insulation end of the proximal portion of the lead. If information is provided in the future, a supplemental report will be issued.